Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg). It was reported that immediately and consistently with magnet application the patient experiences runs of non-sustained ventricular tachycardia (nsvt). No changes were made and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: an irritating magnet test. Pace pacing and clinical electrophysiology. 2015;38(1):151-152. (B)(4).